Manufacturer narrative:
The company representative examined the system and system message (sm) "footswitch eeprom read failure" was displayed when one of the customer's two footswitches was installed. The company representative replaced the footswitch, footswitch cable, and footswitch interface printed circuit board (pcb). The system was then tested and met product specifications. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a pt had received peribulbar anesthetic in anticipation of having surgery. During the set up of the system, the system didn¿t recognize the footswitch, displayed a message, and locked. The surgery was postponed until the equipment could be serviced. There was no pt harm reported.